Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: received one insertion handle part (B)(4). The article is in a used condition, small traces of use are visible. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally, the article passed all functional tests. All checked characteristics are within the specifications. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery for supracondylar femur fracture applying dfn took place on (B)(6) 2016. After the surgeon completed the spiral blade insertion, he found that the distal spiral blade was out of bounds. He eventually removed the spiral blade, connected to the insertion handle in question, and reinserted after he measured the length again. The surgery was completed successfully. There was a 30-minutes surgical delay. No adverse consequence was reported. This complaint involves three parts. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Gtin, UDI: lot number provided. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 2nd july 2011, 1x 357.120 lot. 3527047. Assembly of 357.120, spiral inserter f/spiral blade inserter: the spiral inserter f/spiral blade inserter 357.120 is manufactured out of following subcomponents: subcomponent spiral tube 50123226 lot 7527047 subcomponent handle 50127623 lot 3589953 subcomponent t-handle cpl. 50131540 all 3 DHR¿s from the subcomponents and from 357.120 have been reviewed. All parts are manufactured according to the correct drawing revisions and specifications. Associated nonconformance reports have not been found. None indications of production failures have been found. On the work order (B)(4), part 357.120, is no etching operation. For traceability lot number 3527047 are written by hand on the work order when subcomponent spiral blade 50123266 is taken out of stock. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.